Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9, h6. (Type of investigation, investigation findings, component codes, investigation conclusions). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the pim leak test failed. Initially, the safety disk and tidal disk were replaced, but the test continued to fail. Subsequently, the pim was replaced, after which the leak test passed. Product passed all functional and safety tests per manufacturer specifications and the device was returned to clinical use. The following investigation was performed by (B)(6), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: (B)(6) 30 mar 2026. The failure analysis and testing dept. Received part number 0997-00-1178 with a reported unit failure of the pim leak test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the pim in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Fails the vacuum leak check portion of the test. It was also found that k4 and k10 solenoids were sometimes not activating properly. Possible cause is wear and tear or component reliability. Retaining the part in the failure analysis and testing department per procedure number (B)(4) rev. Av.

Event description:
It was reported by getinge fse that during routine inspection, cardiosave intra aortic balloon pump (iabp) had pim test failed. There was no patient involvement.

Manufacturer narrative:
E1: (B)(6). A supplemental report will be submitted upon completion of our investigation.